Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a small flexnav delivery system. The valve was successfully implanted at depth of 3mm and 4mm. The patient had delayed stroke next day with symptoms slurred speech and weakness in arm and leg. There was no interventions performed to treat stroke just magnetic resonance imaging (MRI). But the patient required 3 days of hospitalization. The patient was reported recovering.

Event description:
It was reported that on (B)(6) 2025, a 27 mm navitor vision valve was chosen for implant using a small flexnav delivery system. The valve was successfully implanted at depth of 3 mm and 4 mm. The patient had delayed stroke next day with symptoms slurred speech and weakness in arm and leg. There was no interventions performed to treat stroke just magnetic resonance imaging (MRI). But the patient required 3 days of hospitalization. The patient was reported recovering.

Manufacturer narrative:
It was reported that the navitor valve was successfully implanted at depth of 3 mm and 4 mm. The patient had delayed stroke next day with symptoms slurred speech and weakness in arm and leg. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported stroke could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There was no interventions performed to treat stroke just magnetic resonance imaging. The patient was reported to be recovering. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.